Manufacturer narrative:
The baxter technician found the head motor needed to be replaced. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 05, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head motor to resolve the reported event. Based on this information, no further action is required.

Event description:
On 05-feb-2026, a company representative - service personnel contacted technical service to report that versacare frame (product code p3200k000427, serial number (B)(6)), the head of the bed was moving to trend by its self. There was no patient/user injury, medical intervention, symptom, or adverse event reported.